Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: suture retrieval failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after a diagnostic procedure. Reportedly, when the physician retracted the needle plunger, the suture was not attached to the needle. The device was removed and a second proglide was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was available.